Event description:
The customer reported that the 6800 system would intermittently not fluoro and had missing saved images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The beam was aligned and the foot switch, hard drive, single board computer, and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.